Event description:
The device was returned for sticky fva pins. The outlet pin was stuck and all excessive drag was able to be cleaned externally. New lip seals will be installed.

Event description:
The following has been reported: biomed reported: "ticket stated "broken". Cleaned and ran test infusion. Began alarming saying minor problem but allowed infusion to continue. Patient status unknown". A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.